Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack at back side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged exposure to moisture and cosmetic damage located at the back of the pump found on (B)(6) 2022. Pump received with missing segments. Pump error occurred during rewind test due to moisture damage. Pump error occurred during self test due to moisture damage. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to pump error . Pump failed sleep current test due to moisture damage. Pump failed self test during the white blank screen portion due to missing segments and pump error . Pump passed active current test. Initial download of the pump was successful using thus. The first power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was sent for redownload for multiple was noted in the history files during testing on 11-nov-2022 at 08:41:33.00, 08:43:05.00, and 12:00:00.00 respectively. The second power management graph confirmed the unloaded voltage (ul vlith) was below 3.7v more than 240 consecutive minutes during testing due to a non-sleep software anomaly and moisture damage. The pump was cut open for visual inspection and found moisture on pcba 1 and pcba 2. The j6 connector was disconnected and reconnected firmly, and a battery was inserted for day to allow the internal lithium battery to recharge. Unable to download due to pump error alarming continuously. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, stained keypad overlay, pillowing keypad overlay, corroded battery tube.pump error, pump erro, and missing segments were confirmed during testing due to moisture damage. Pump error confirmed due to unloaded voltage (ul vlith) was less than 3.5v for 4 consecutive hours due to moisture damage. Pump failed self test due to missing segments and pump error. Cosmetic damage confirmed at the back of the pump. Unexpected battery power loss confirmed due to high currents from moisture damage. Pump failed the rewind test and sleep current test due to moisture damage. Unable to download due to pump error periodically alarmin the insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.